Manufacturer narrative:
(B)(6).

Event description:
It was reported that a missed alert on the receiver occurred. The product was evaluated. An external visual inspection was performed and passed.charging and boot test was performed and passed. A receiver download test was performed and passed.a global receiver functional test was performed and passed. The receiver log was downloaded and reviewed, finding no errors related to the complaint. The complaint could not be confirmed. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a missed alert on the receiver occurred. No product or data was provided for investigation. The reported event of a missed alert on the receiver is reportable based on the finding of a missed alert on the receiver. No injury or medical intervention was reported.